Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis gets completed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID : nim4cm01 , serial/lot number : unknown. H6: fdm b17, fdr c20 and img g02030 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the nim vital pi box is not syncing with the console. There was no patient impact.

Manufacturer narrative:
For product ID: nim4cpb1, serial number: (B)(6), h3: the results of the analysis concluded that the stim board was failed, replaced. H6: codes updated, previously applied codes fdm b21, fdr c21 and fdc d16 is no longer applicable and fdm b01, fdr c02 and fdc d02 is now applicable. For product ID: nim4cm01, serial/lot number: unknown. H6: code updated, previously applied code fdc d16 is no longer applicable and fdc d20 is now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.